Manufacturer narrative:
Further information was requested but was not available at this time

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) could not be interrogated.

Event description:
New information received notes that an attempt to trouble shoot over the phone due to the inability to interrogate was unsuccessful. The patient was admitted. The clinician noted heart rates below programmed values. The patient's implantable cardioverter defibrillator (ICD) was explanted the following day.